Event description:
This emdr is being submitted for an unknown number quantity. Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set leakage issue with multiple sets on (B)(6)2026. The infusion sets tubing was detached from connector causing leakage. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)-device 1 of 2